Event description:
In 1969, I was introduced to dr (B)(6). A friend had received breast injections of liquid silicone and suggested that I might have augmentation by this well known doctor who did this procedure for many celebrities... Of which my friend was one. I had one large injection in each breast and was so freaked out by the sound of the tearing of tissue against my chest wall that I decided never to do it again. It altered the size of my breasts minimally. In 1976, I began to experience pain in both breasts and went to see dr (B)(6).... A plastic surgeon in (B)(6). I can't remember this his name at the moment. He examined me and noticed that I had a leaking from my left nipple upon the putting of pressure on the breast. The fluid was oily and viscous. He did a smear and the results showed cannibalistic cells ad abnormal changes. He recommended sub-cu mastectomies with silicone implants which I had in 76. They both failed with staph infections which resulted in rejection. I've had 5 subsequent reconstruction surgeries and finally had the last set of implants removed in 2009. Diagnosis or reason for use: breast augmentation.